Event description:
Reportable based on analysis on (B)(4) 2013. It was reported during a renal artery treatment procedure, the coil would not advance through the catheter. The target lesion was located in the renal artery. A 8mmx20cm interlock coil was selected to treat the target lesion. During the procedure, it was noted that the coil cannot be advanced through the non bsc catheter. Continuous flushing was performed; however, retrograde blood flow was noted. The procedure was completed with another of the same device. There were no patient complications reported and the patient¿s condition is stable. However, device analysis revealed that a coil fiber bundle was missing.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. A coil and pusher wire were returned inside an introducer sheath with their arms interlocked. The introducer sheath contained a significant amount of blood. An attempt was made to advance the pusher wire within the introducer sheath but this was not successful as a strong resistance was met. An attempt was made to retract the device and this was successful however a slight resistance was met and the coil was inadvertently stretched. While cutting the sheath to retrieve the coil, the coil was inadvertently cut and kinked with the zap tip remaining in the sheath. The fiber bundles were covered in blood. The ss coil of the pusher wire was found to be slightly kinked and covered in dried blood. Microscopic inspection revealed no damage to the interlocking arms. The number of fiber bundles recorded during product analysis was one below specification. The remaining dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the presence of blood in the introducer sheath and on the fiber bundles of the coil indicate flush was insufficient. The preparations for use section of the dfu instructs the user to begin continuous flush before introducing the coil into the catheter. The non-performance of this maintenance step is a contributory factor in the inability to successfully deploy the coil due to the resistance experienced. (B)(4).